Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at the ipg site due to the device pressing against the spine. Surgical intervention was undertaken on (B)(6) 2014 enlarging the ipg pocket site. The issue is resolved.